Event description:
Customer reported on a capsule that failed to attach. The customer said the capsule is still on the delivery system.

Manufacturer narrative:
No pt injury has occurred following this incident. (B) (4).